Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention and device embedded in vessel or plaque appear to be related to the operational context of the procedure. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, patient disease state, or interactions with other devices. In this case, it is possible the device may have interacted with the challenging anatomy during advancement, causing the reported failure to advance, contributing to the reported stent dislodgement. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported difficult to remove; however, based on the information received and without the device to examine, this cannot be confirmed. The stent was then expanded in healthy tissue using multiple balloon dilation catheters. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a left circumflex artery lesion. A 2.5x33 mm xience alpine drug eluding stent was advanced. However, it failed to cross the lesion. Removal was not successful, causing the stent to become dislodged. The stent was then expanded in healthy tissue using multiple balloon dilation catheters. There was no clinically significant delay in the procedure. No additional information was provided.